Event description:
It was reported that during a liver resection procedure the device was closed on the liver, but the device was difficult to close. The device started to cut and staple but stopped. The rep talked the surgeon through on how to reverse the knife, but the reverse did not work. The device would not open and was stuck on the liver. The surgeon cut the device off the liver. All the vessels were secure prior to cutting the device off the liver and it was the surgeon¿s last firing of the procedure. The procedure was completed with no patient consequence. After the device was removed from the liver, the device was examined at the back table and it was noticed that the firing trigger was floppy. It was also noted that the surgeon had fired the device across a titanium clip and the clip was stuck in the knife blade. The surgeon stated that he did not see the clip when he fired the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the sc60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge reload present. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. In addition, tissue was present with two clips across the knife channel. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload by reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.